Event description:
It was reported that the device had a no disposable alarm and air bubbles were identified in the cassette. No patient injury was reported.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) are unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed. A3: sex: patient gender updated to male.